Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The instruction manual for the bf-uc180f scope used with the balloon has cautions for preventing loose or damaged balloons; including ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. To maintain balloon integrity during storage before use, to minimize deterioration, always keep the package sealed.¿ as a preventive measure, prior to balloon use, the instruction manual for the bf-uc180f scope also states, ¿ inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use. Pre-procedure verify that the balloon¿s water feed functions as expected, to prevent balloon over inflation and detachment.¿

Event description:
Olympus was informed that during an endobronchial ultrasound procedure, the balloon attached to the distal end of the bronchoscope popped and a portion fell into the patient¿s lung. It was reported that the surgeon was viewing the patient¿s airway and inflating the balloon when the rupture occurred. An x-ray was performed to locate the balloon fragment; however, it was not retrieved. The intended procedure was completed with a similar device. The patient is reportedly doing well and will continue to be monitored. Additionally, the user facility reported that the balloon was not inflated beyond the manufacture¿s recommended 20 mm. The balloon was inspected prior to procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned (1) used maj-1351 lot#7xk and (5) brand new/sealed packaged balloons for evaluation. The user¿s complaint of the ¿balloon separated¿ was confirmed. A visual inspection was performed on the returned used balloon and found the balloon enclosed in a biohazard bag; the used balloon was noted to be torn/damage. No testing could be performed due to the damage/torn returned condition of the used balloon. Olympus then assessed the new/sealed balloons; out of the 5 balloons 2 were tested with an olympus gf-uc140p-al5 ultrasound scope. The balloons were applied to the distal end of the scope and found that both balloons fitted/seated properly on the scope. Additionally, the syringe test was performed with the scope and found both balloons inflated properly with no signs of leaks or air escaping while filled with air and water. There were no holes/damage noted with the balloons based on the evaluation results, the cause of the torn/damage on the used balloon is most likely attributed to excessive air/water pressure applied through the balloon injection port of the scope which then allows the balloons to stretched and tear. This phenomenon is due to mishandling. The instruction manual for the bf-uc180f scope used with the balloon has cautions for preventing loose or damaged balloons; including ¿never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or detach from the distal end of the endoscope. To maintain balloon integrity during storage before use, to minimize deterioration, always keep the package sealed. As a preventive measure, prior to balloon use, the instruction manual for the bf-uc180f scope also states, ¿ inspect the balloon and confirm that it has no holes, swelling, color changes, or any other irregularities. If any irregularity is detected, do not use the balloon; use a spare instead, inspecting it thoroughly before use. Pre-procedure verify that the balloon¿s water feed functions as expected, to prevent balloon over inflation and detachment.¿